Event description:
During a phacoemulsification procedure, the phacoemulsification power came on unexpectedly, rupturing the capsule. A vitrectomy was performed to repair the damage and another unit was brought in to finish the case. No further problems were reported.